Event description:
It was reported that the home patient (hp) had connected to the patient line of the cassette during set up on the homechoice (hc), before priming the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the home patient connected to an un-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.